Manufacturer narrative:
H11: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding the valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. Please reference MFR report #2015691-2024-06175 for the report submitted on the redo avr procedure.

Event description:
Edwards reviewed the literature article 'implanted size and structural valve deterioration in the edwards magna bioprosthesis' [ann cardiothorac surg 2024; 13(3): 275-282] . Per this literature study, 2100 patient underwent avr with magna bioprosthesis model 3000 or 3000tfx (sizes range from 19mm to 29mm). Patients were followed for 15 years. This study evaluates role of valve size and hemodynamics on long term durability, ppm, and increased gradients. The data did not provide specific valve failure modes. A total of 116 required intervention: 42 unknown valves required valve-in-valve procedure after unknown implant duration due to unknown reasons.

Manufacturer narrative:
Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings.